Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 278mg/dl at the time of the incident. The customer reported that she was changing out her infusion set, and when she went to screw the reservoir she noticed that the top lip of reservoir compartment on her pump was missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.